Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation and is inconclusive for occlusion and tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g3. H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown g2 vena cava filter allegedly experienced tilt, perforation and occlusion. This information was received from one source. This malfunction involved one patient with no consequences. The female patient is 39 years old. Weight of the patient was not provided.

Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records were provided. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown g2 vena cava filter allegedly experienced tilt, perforation and occlusion. This information was received from one source. This malfunction involved one patient with no consequences. The female patient is 39 years old. Weight of the patient was not provided.